Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display would remain black after powering the device on. This same behavior has been observed sporadically in the past. In this state, the device may not be able to provide therapy, if it were needed. There was no patient involvement.

Event description:
The customer contacted physio-control to report that their device's display would remain black after powering the device on. This same behavior has been observed sporadically in the past. In this state, the device may not be able to provide therapy, if it were needed. There was no patient involvement.

Manufacturer narrative:
Physio-control evaluated the customer' device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control reviewed the downloaded device data and could not verify the reported issue. The cause of the reported issue could not be determined.